Manufacturer narrative:
The company rep examined the system and could not duplicate the complaint reported. The company rep found the doctor settings were set to the setting for a phaco handpiece that the surgeon was not using. The customer was clearing the incorrect handpiece system message and continuing instead of choosing the handpiece model the surgeon was using. The company rep updated the system settings. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the customer reported no vacuum cannot be determined. (B)(4).

Event description:
A nurse reported that during surgery, the system produced poor vacuum. The handpiece and cassette were exchanged, but the problem persisted. The system was exchanged and the surgery was completed after a five to ten minute delay. The nurse reports that there was no pt harm.